Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the video system center displayed no image. The issue occurred, during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: e1 (phone number missing) and g2 (other should be unmarked). Additional information added to field d4 (primary unique device identification (UDI) number), d8, d10, h3, and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the result of the investigation, the customer's allegation was confirmed, and it was presumed that the phenomenon could have occurred due to contact failure caused by corrosion on the video connector socket contacts. A definitive root cause cannot be determined. Olympus will continue to monitor field performance for this device.